Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station went to a black screen with a blue box to enter your password and hard reboot was able to get it working both times. This station also crashed multiple times in the past two weeks to the point where it had to be resynced or reimaged. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had crashed multiple times. A field service engineer observed that the station continued to enter critical override and displayed the bios screen after reboots. The ssd and aio (all in one) were replaced. The ssd (solid state drive) was reimaged to version 1.7.3, and eset along with wsus updates were installed. The station was configured in rss. Function checks were performed and completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station went to a black screen with a blue box to enter your password and hard reboot was able to get it working both times. This station also crashed multiple times in the past two weeks to the point where it had to be resynced or reimaged. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.